Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("profuse bleedings") and depression suicidal ("it has been 8 lost years because she did not want to live / depression") in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, c-section and cardiopulmonary arrest (after an urgent c-section it was necessary cardiopulmonary resuscitation). In 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain as a sting during essure insertion"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), depression suicidal (seriousness criteria medically significant and life threatening), infection ("frequent infections"), feeling abnormal ("she felt bad all the time"), headache ("intense headache"), back pain ("back pain"), limb injury ("problems with her legs"), abdominal distension ("increase of the abdominal volume"), alopecia ("hair loss"), dyspepsia ("digestive problems"), fungal infection ("fungal infections"), hypersensitivity ("she has developed allergies"), food intolerance ("she has developed intolerances"), abnormal weight gain ("disproportionate weight gain"), dyspareunia ("when she was thinking about the sexual intercourse she felt bad because of the stinging sensation (as needles)") and sexual dysfunction ("she did not want to have sexual intercourse"). At the time of the report, the genital haemorrhage, depression suicidal, infection, procedural pain, feeling abnormal, headache, back pain, limb injury, abdominal distension, alopecia, dyspepsia, fungal infection, hypersensitivity, food intolerance, abnormal weight gain, dyspareunia and sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, back pain, depression suicidal, dyspareunia, dyspepsia, feeling abnormal, food intolerance, fungal infection, genital haemorrhage, headache, hypersensitivity, infection, limb injury, procedural pain and sexual dysfunction to be related to essure. The reporter commented essure was implanted without anesthesia. After the insertion of essure, the suffering started. She explained that she felt bad all the time, she spent more time at the physician's office than in her home. It was not specified if essure was removed, the removal technique or if the patient had problems after the removal. This is a case published on internet. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.